Manufacturer narrative:
Correction number: c and r 1525965-01/11-11-001-c. This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) of 2007. The field service engineer (fse) evaluated the system and found that setscrews that hold the splined hub to the vertical motor shaft had come loose. The fse determined that there was a malfunction of the brake rotor due to the loose screw. The fse removed the vertical brake assembly and replaced it. The patient table vertical movement was checked after part replacement of the vertical brake assembly and the table was determined to be working. Field change order (fco) (B)(4) was released on (B)(6) 2011 to address the issue that the patient support can fall in an uncontrolled manner. The fco provides a rework of the vertical brake hub. This field correction has been reported to the FDA in recall number c and r 1525965-01/11-11-001-c (z-1669-2011). (B)(4).

Event description:
Philips received information from a customer site that while waiting for the patient, the user noticed that the patient table vertically went down to its lowest position and the hard limit switches became active (e-stop opened), without having initiated any command for movement. No patient scan was under progress at the time of incident and there was no report of injury to patient or operator. The system was powered off after the incident until arrival of the field service engineer at the site.